Manufacturer narrative:
The original serial number initially reported was for the device.

Event description:
The customer reported when the battery was inserted there is no display on the device, but display with the battery removed. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.